Event description:
It was reported by repair work order that the cot would not lock into the fastener due to a broken retaining post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.